Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured on the reported event date of 25mar2025. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient felt dizziness, headaches and nausea when their blood pressure was low. The patient had seen the pump parameters vary from pulsatility index (pi) lows and highs. The patient had also seen speed drops from 5600 to 5200 and felt hard pains in their chest. There were no low flow alarms present. The patient's medication, entresto, jardiance, spironolactone and torsemide was held. The patient also had severe acute kidney injury that slowly resolve and patient's dizziness resolved with increased volume. The treatment plan included medication changes and IV treatment. The patient had pre-existing renal issues as they only have one kidney and hypotensive. The log files were submitted for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment operated as intended.